Event description:
It was reported that the pt experienced bad headaches for several days following pump refills over the past year. The pt felt like he was either getting to much or not enough medication. The pump contained baclofen, fentanyl and bupivicaine. In 2009, the hcp noted that the pump was alarming due to low battery. A consult for pump replacement was scheduled for the following month at that time. Twelve days prior, the pt was taken to the emergency room per the hcp, as it was thought that the pt appeared to have overdose symptoms. The pt was comatose, believed to be from fentanyl overdose. The pump was interrogated on that date; the alarm was not heard, nor did the pt report the low battery alarm at that time . The pt was sent home from the ER the same day, but continued having symptoms of overdose with low respirations. The pt returned to the hospital via ambulance the following day. The pt had been assured that the pump appeared to be working properly; the pt was certain that it was not working properly. The reporter had concerns about the pt's medical care. It was later reported that several days later, the hcp had the pump rate adjusted to minimum rate until the pt could go to surgery for replacement of the pump. Per the reporter, apparently, the pt had an infection and rash, both unrelated to pump or medication that had to be cleared up before the neurosurgeon would perform replacement surgery. Per this reporter, the pump contained baclofen, with compound mixture of fentanyl. The pump and catheter were replaced in the same month. The pt was hospitalized for 2 weeks. The final pt outcome was not reported.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.